Manufacturer narrative:
The manufacturer¿s field service engineer (fse) was dispatched to the site and confirmed the reported problem. Fse indicated that troubleshooting was limited since unit would not boot up, but suspected faulty power supply. The power supply assembly was returned to failure investigation (fi) lab for evaluation. Visual inspection of the returned power supply assembly revealed no evidence of damage or contamination. Fi technician installed the power supply assembly into the fi test ventilator and performed operational tests. The ventilator shut down when ac was applied. The power supply was attached to the 100vdc power supply and results that the voltage was dropping below the threshold voltage of approximately 8.5 volts required to initialize u8. The c56 capacitor signal was dropping to 7.22v. The failure of c56 prevented the power supply from operating on ac power.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Date of event: (B)(6) 2016.

Event description:
The customer reported that the unit would not turn on. The customer reported there was no patient involvement.